Manufacturer narrative:
Clarification was received stating that specifically the spo2 desaturation alarm was not provided, other alarms were provided. The involved m540 was tested with no malfunctions identified. The event date/time (27aug2021 13:00), m540 logs and an image of the device settings were provided. Review of the m540 logs confirmed multiple "spo2 < 90", "spo2 check the sensor" and "spo2 mcable disconnected" alarms were provided during the event but no spo2 desaturation alarms. Review of the image of the device settings determined that the site had the spo2 desaturation alarm disabled, therefore no alarms would be generated. There was no device malfunction. H3 other text : the involved m540 was tested with no malfunctions identified.

Event description:
It was reported that: after a surgery patient was in recovery. Spo2 value went as low as 69%. No alarm occurred. Situation noticed from central station and patient was checked by staff. Patients face and lips were blue. Extra o2 was turned to 15 l/ min and patients spo2 started to raise again and also skin colour started to normalize. Monitor did not alarm during the event at all. Several patients were in recovery at the same time and situation was not noticed because of missing alarms.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that: after a surgery patient was in recovery. Spo2 value went as low as 69%. No alarm occurred. Situation noticed from central station and patient was checked by staff. Patients face and lips were blue. Extra o2 was turned to 15 l/ min and patients spo2 started to raise again and also skin colour started to normalize. Monitor did not alarm during the event at all. Several patients were in recovery at the same time and situation was not noticed because of missing alarms.